Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ testing showed an increased number of electrode channels with hi status through time. Patient's parents did not report any injury or trauma.